Manufacturer narrative:
Additional information provided. The lot specific to this event is not known; therefore, lot history and device history record reviews are not possible. A sample has not been returned for this complaint; therefore, the condition of the product could not be verified. The most likely root cause of the customer's complaint for dull blades is an error that occurred during the supplier's manufacturing process. Action will not be taken for this occurrence. Quality assurance will continue to monitor and take action for any future occurrences as is deemed necessary. Manufacturing management and quality engineering materials will be made aware of this complaint through the monthly complaint review meeting. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the blades were dull. Patient impact is unknown. Additional information was requested; however, no further information has been received.